Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose was 300mg/dl. Customer stated the drive support cap appears normal. Customer stated in the alarm history insulin pump did not received motor position encoder error alarm also nor more than one motor error alarm within a 30-day period. The device will be returned for analysis.